Event description:
The staff at (B)(6) medical center reported that a monitor failed to alarm on atrial fibrillation.

Manufacturer narrative:
Spacelabs was not allowed access to the equipment. Full disclosure printouts provided by the hospital regarding the incident clearly indicates that the bedside monitor did recognize and alarm on a run condition. Spacelabs monitors do not alarm on atrial fibrillation and this was explained to the customer. All alarming conditions are identified in the spacelabs operator's manual. The hospital is continuing to use the equipment to monitor patients. We consider this issue closed.